Event description:
It was reported that error alarm occurred. The user was instructed to remove batteries and replace batteries. Powered back on. Pump back to running. Settings reviewed. No further questions. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.